Event description:
This is the day I had a mammogram. My left breast implant could not be located. I am very worried and scared that I have a breast implant floating around my body. FDA safety report ID# (B)(4).